Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer reported "black foreign matter on the needle tip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04. Investigation summary bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and a small, black piece of plastic, which had been adhering to the IV cannula was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer reported "black foreign matter on the needle tip."